Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/23/2023, it was reported by a sales representative via email that (4) ar-3636h self bunching 1.8 knotless hip fibertak broke during insertion. All broken fragments were retrieved. This was discovered during a hip scope procedure on (B)(6) 2023. Additional information received on 8/24/2023: two ar-3636h broke inside the patient, and three ar-3636h severed the sutures. There was a delay in the procedure close to thirty minutes. No additional anesthesia was administered to the patient. No patient harm has been reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. Four unpackaged ar-3638h was received for investigation. One device was received stuck inside the disposable handle. Functional testing was not performed due to the damage to all four devices. Visual evaluation: device#1. The inserter's tip was bent and broken off. Device#2. Multiple bends were observed along the blade tip. Device#3. The device was bent at the distal end at the tip right above the transition. Device#4. The device was received stuck inside the disposable handle. Only the tip is visible. The notch was bent. The tip thickness measurement was not possible because of the multiple bent damage to the devices. The most likely cause(s) for the reported failure is user error prying/leveraging the device against bone or another instrument. According to dfu-0054 at revision 0. Section g. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Dfu-0454 at revision 0. Warning. To help avoid inserter breakage and potential patient injury. Avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.